Event description:
Reporter alleged he found the customer unresponsive and obtained a result of 277 mg/dl on her using the voicemate advantage system. Reporter stated that he called the emts, they arrived in 15 minutes and obtained a 28 mg/dl result. He reported that they treated her with an IV using a "sugar based" medication. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.